Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experience pocket site pain due to the placement of the battery site. The patient underwent a pocket revision and ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was disposed at the facility.